Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device suture and the needle were found detached, and the suture thread was broken. There was no patient injury.